Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal was not recognized. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed. Failure analysis did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips moved properly. The instrument attached to and removed from the arm without any issues on multiple attempts. Master supervisory controller (msc) logs were unable to verify any failures. The instrument was fully functional. The instrument was found to have a dislodged jaw cover. The jaw cover was found to be dislodged from its normal position. The jaw cover was not returned. Components adjacent to this missing jaw cover showed scratches on the jaws. In regard to the recognition issue, the failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. Since no issue was found with the instrument, there is no associated fmea item or risk score. In regard to the additional findings, the probable root cause of the of the dislodged jaw cover may be attributed to component susceptibility to damage through external collision or during use. Damage during use can result from instrument collisions or improper intraoperative cleaning with another instrument.